Event description:
Seven patient samples with discrepant calcium and/or bicarbonate (co2) results. Patient 1, initial co2 gave 32.9 mmol/l; repeat gave 20.3 mmol/l. Initial results reported. Patients not adversely affected. The customer recalibrated the assay which resolved the issue.

Event description:
Seven patient samples with discrepant calcium and/or bicarbonate (co2) results. Patient 6, initial co2 gave 45.1 mmol/l; repeat gave 26.6 mmol/l. Initial results reported. Patients not adversely affected. The customer recalibrated the assay which resolved the issue.

Event description:
Seven patient samples with discrepant calcium and/or bicarbonate (co2) results. Patient 7, initial co2 gave 35.1 mmol/l; repeat gave 21.1. Mmol/l. Initial results reported. Patients not adversely affected. The customer recalibrated the assay which resolved the issue.

Event description:
Seven patient samples with discrepant calcium and/or bicarbonate (co2) results. Patient 5, initial co2 gave 46.0 mmol/l; repeat gave 26.5 mmol/l. Initial results reported. Patients not adversely affected. The customer recalibrated the assay which resolved the issue.

Event description:
Seven patient samples with discrepant calcium and/or bicarbonate (co2) results. Patient 4, initial calcium gave 15.9 mg/dl; repeat gave 10.2 mg/dl. Initial results reported. Patients not adversely affected. The customer recalibrated the assay which resolved the issue.

Event description:
Seven patient samples with discrepant calcium and/or bicarbonate (co2) results. Patient 2, initial co2 gave 38.1 mmol/l; repeat gave 23.3 mmol/l. Initial results reported. Patients not adversely affected. The customer recalibrated the assay which resolved the issue.

Event description:
Seven patients sampels with discrepant calcium and/or bicarbonate (co2) results. Patient 3, initial co2 gave 37.1 mmol/l; repeat gave 24.0 mmol/l. Initial calcium gave 12.4 mg/dl; repeat gave 8.6 mg/dl. Initial results reported. Patients not adversely affected. The customer recalibrated the assay which resolved the issue.